Event description:
In 2009, it was reported that the patient was in the process of being transferred to x-ray. While waiting for the elevator, it was reported that the patient started having difficulties and was turning blue unrelated to kci product. A code was called for the resuscitation team to respond and transport staff attempted to return the patient to her hospital room at the end of the hall. The nurse manager at the healthcare facility who was not present at the time of the event claims that the wheels locked on the bed, and it took 10 people to push the bed back to the patient's room. The nurse manager stated that the patient was manually ventilated with a bag valve mask while attempts were made to transport the patient to her room. The nurse manager stated that it took about 3-4 minutes to get the patient back down to her room at which time a full code response was started. The nurse manager reports that the patient subsequently expired from respiratory arrest (exact date not provided).

Manufacturer narrative:
The transport coordinator/materials manager with the healthcare facility who was present at the time of the event stated that the healthcare facility staff did not physically check if the rear brakes might have become engaged while transporting the patient. The transport coordinator/materials manager stated that the brakes appeared to be unlocked, but no one physically verified if they were unlocked. The transport coordinator/materials manager reported that the front wheels rolled freely, but the back of the bed would not move as easily. In addition, the transport coordinator/materials manager stated that the surface was evaluated after the event and the bed rolled freely. The transport coordinator/materials manager stated that the hospital concluded that the device was working properly. The barimaxx ii bed was returned to the kci service center on 04/09/2009 for evaluation. Evaluation of the device by the service field repair technician, including the caster brakes and steer functions, determined that the unit operated as designed; a product malfunction could not be confirmed. Barimaxx ii labeling provides verbal and visual instructions for the use of the brakes.